Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) device displayed a "defib disabled" and a "pacer fault" message although it is unk which "pacer fault" message was displayed. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.